Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins battery had shifted since implant and was now at an angle that caused discomfort at the pocket. The rep said the patient would be seeing their healthcare professional to determine if a pocket revision would be helpful and place the ins battery in a better position. It was noted that the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a pocket revision due to the discomfort. The patient showed the representative and physician how the stimulator tipped when in a sitting posture. The physician moved the device more medial and slightly more caudal from the same pocket incision.